Event description:
Device malfunction: difficult to remove. Time of malfunction symptoms/ae: during vessel closure. Symptoms/ae: device surgically removed. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a scarred femoral artery after an unspecified procedure. After the clip was deployed the physician attempt to retract the device but it became stuck and could not be removed from the wound track. The device was removed in the vascular surgery department. There were no reported adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device info. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.